Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that patient's blood glucose at time of incident was 253 mg/dl. Patient's current blood glucose 407 mg/dl. The customer has not treated high blood glucose. Based on customer report customer does not allege pump was under delivering. The blood glucose jumped to 278 and then it was 407mg/dl. The insulin pump will not be returned for analysis.